Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the rv lead could not be implanted because the helix would not extend or retract. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fracture (overstress). Distal conductor distorted and blood/body fluid (not obstructed). Helix distorted/bent and tip seal observation. The helix will not extend because the distal coil is distorted and fractured in the connector. The full lead returned and analyzed.

Event description:
It was reported that the lead could not be implanted because the helix would not extend or retract. Another lead was implanted. No patient complications have been reported as a result of this event.